Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump buttons were not responding when attempting to confirm the verify screen. The reporter indicated that the pump bolus button was missing and the pump was worn swimming. The reporter indicated that there was no indication of moisture or corrosion. This report is made based on the allegation that the keypad response issue which was not resolved by troubleshooting. There was no reported adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1 date of submission 11/13/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/01/2013 with the following findings:the complaint could not be duplicated or confirmed upon investigation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were responsive. There was no evidence of keypad contamination found under the key contacts.